Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient closed the patient line clamp on the patient during the priming phase of therapy and then connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient closed the clamp on the patient line of the cassette during the priming phase of peritoneal dialysis therapy. The patient was connected during prime. The technical service representative review proper procedures with the patient. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.